Manufacturer narrative:
Concomitant medical products: 6707-15 adaptor, implanted: (B)(6) 2016; 6984m adaptor, implanted: (B)(6) 2016; 6984m adaptor, implanted: (B)(6) 2016; 6984m adaptor, implanted: (B)(6) 2016; 6920 adaptor, implanted: (B)(6) 2016; 407645 lead, implanted: (B)(6) 2010; 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden increase to undefined high impedance on the right ventricular (rv) defibrillation coil, with possible lead fracture noted. High voltage therapies were programmed off, with the patient to wear a life vest until lead replacement, which was to be scheduled. The remainder of the lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018: the lead was later returned to the manufacturer. On (B)(6) 2018: a lead adaptor apparently previously associated with the rv lead was returned to the manufacturer, analyzed, and tested out of specification. On (B)(6) 2018: additional information was received from the physician's office in response to our follow-up attempts. Markedly elevated impedance, loss of capture, and sensing abnormalities on the rv lead were noted. During explant of the rv lead, the helix did not completely retract. High threshold on the left ventricular (lv) lead was also noted. It was specifically noted this high threshold might have been related to the particular pacing vector chosen (lv tip-rv coil). It was also reported that the lead adaptor had no longer been needed due to relocation of the pocket to the left side. The rv lead was replaced, and the lv lead remains in use.